Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad traces. Button error alarm wasn't verified due to a blank display. The device had a blank display followed with an unexpected constant audio tone due to moisture damage at electronic assembly. The device had moisture damage on the motor, battery tube and vibrator assembly. The device had minor scratches on the lcd window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the insulin pump had alarmed button error during basal delivery. Customer stated he had gone swimming with insulin pump still on. He currently had turned the device off and reverted to his backup plan. The customer's blood glucose was unknown. Customer was advised the device needed to be replaced and agreed to return it for analysis.